Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b1, b2, d10 h3, h6: a product investigation was completed: the complaint device is not being returned, one part of the device was discarded by the customer and it is unsure whether the other part was fallen back in the patient or bag, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Further, no lot numbers were supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via cst tool that during a rotator cuff repair procedure the tip of expressew iii needle broke off in patient. After 30 -45 minutes of searching the surgeon eventually found it and removed it from the rotator cuff tissue. While pulling it out of the joint surgeon thinks it was lodged in the deltoid soft tissue region. Count not directly confirm directly on flouroscan weather it was still in patient. The procedure was completed successfully but there was a 45 minute surgical delay to the case. The tip was not easy to remove, needed to shave tissue on cuff to find it buried in cuff tissue. X-rays were performed to confirm missing fragment. Additional information received from the sales representative reporting when the surgeon removed the broke tip with the graspers, the broken tip fell off the grasper. They are unsure if the tip fell back in the patient ot the bag. The sales rep stated that the device fired approximately ten times before needle broke, an expressew iii gun and permatape suture was used with the needle. The sales rep stated the other portion of the needle was discarded by the customer. The sales rep could not provide a lot number at this time.